Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Distal body broken, cracked. Spots in image. This event occurred at the time of during inspection. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module and the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module and the ccd driver pcb. In addition, we confirmed that the distal body broken, the light guide fiber bundle (lcb) fluid damage, the lcb distal cover glass broken, the u/d pulley wire worn out, the r/l pulley wire worn out, the electrical connector assy a-p0023 fluid damage, and the lg cable connector assy fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.